Event description:
It was reported that a malfunction alarm occurred with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood